Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was not getting adequate relief in their left foot. Fluoro revealed that the l5 lead had migrated, while the s1 lead was in the correct location. In turn, surgical intervention may be planned to address the issue.